Event description:
During manufacturer product analysis for a generator explanted due to prophylactic reasons, it was noted the pulse generator unit failed the feed-thru capacitor test; backup cap pos to can, (B)(4). The most probable root cause for the backup capacitor test was identified to be an open capacitor, for which manipulation of the feed-thru wires during device manufacture may have been a contributing factor. This condition is not expected to affect the device in its ability to deliver intended therapy. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator's output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Magnet activations performed during output monitoring (at a distance of one-inch, spacer block, from generator), demonstrate the appropriate magnet output for the programmed settings. The pulse generator diagnostics were as expected for the programmed parameters.